Manufacturer narrative:
The report of leaking was confirmed. Initial inspection showed no anomalies. Functional testing confirmed a leak from 1 of the set's maxzero valves near the top edge of the valve body. Examination under magnification revealed interior damage at the leak site; the damage had the appearance of a scratch. The cause of the leak was identified as damage to the interior of the maxzero valve body, due to equipment error during the automated assembly of the component.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.